Event description:
A volunteer was holding the baby with the PICC line, which had been checked by the rn prior to the volunteer picking it up. At that time, the line was clear, patent, dry, and intact. As the volunteer was putting the baby back into the crib about 1/2 hour later, the rn noticed blood on the baby's blanket. Upon investigation, the PICC was found to be leaking and bloody. Another rn and nnp came to assist. At this time, the PICC was discovered to be broken and the nnp removed it per protocol. The catheter was patent and intact when removed. The length of the catheter was 14 cm which matched the length upon insertion. Pressure was held at the site with very little bleeding noted. A leak was found directly above the "heart" which is the rubber piece that sits outside the baby's body, and where steri strips are placed on it to secure it.